Event description:
It was reported that several inset infusion sets were deployed incorrectly, and replacement infusion sets and cartridges were shipped. No reported adverse clinical effects. Outcomes included replacement supplies provided and continued pump use without need for in-person assistance. Investigation included review of the reported deployment and connector use for the infusion sets. Investigation of this case revealed user technique issues related to incorrect deployment of the inset infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user technique.